Event description:
It was reported that there was noise noted on the electrogram and the patient received inappropriate shocks. The lead was noted to be fractured. The lead was explanted and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead.